Manufacturer narrative:
Investigation revealed that there was no system malfunction. The case logs found an excessive amount of deflection warnings during navigation. The user also reported high deflection when burring indicating potential skiving. Review of the l2-l plan similarly showed this screw was planned in a high skive zone. Ultimately, the l2-l screw was revised intra-operatively and there were no reported adverse effects to the patient. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue was traced to user technique.

Event description:
It was reported that screws using the excelsius gps system were misplaced intra-operatively and then removed and replaced.